Manufacturer narrative:
The patient was revised to address dislocation and stem loosening.the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation and stem loosening. Update 8/29/2017, 9/4,5 & 20/2017 records reviewed. Added unknown femoral head to the complaint to address the reported dislocation. Cement manufacturer is currently unknown. Reportedly, the femoral construct was easily removed as a unit, covered in cement, but it is noteworthy that the cement did not appear to have adhered to the bone at all. This indicates a failure at the bone to cement interface. Complaint updated on: 9/26/2017